Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had insulin pump error alarm and blank display. The blood glucose level of the customer was 17 mmol/l at the time of the incident. The customer also stated that then insulin pump turned off overnight and the display screen was flashing on and off. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No missing segments/partial display noted. However, the pump was received with no button response due to moisture damage on the electronic assembly. Unable to confirm battery power loss and trace pointers are invalid or perform the displacement test, active current measurement, sleep current measurement and self test due to no button response. Moisture damage on the motor assembly, force sensor and battery tube noted during visual inspection.